Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6) 01-030-01-0552 - alt cup clstr g5 sz 52. (B)(6) 01-030-40-0532 - alt xle lnr ntrl g5 32. (B)(6) 170-32-93 - biolox delta femoral head 32mm od, -3.5mm. (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm. Unassigned, 32135-38h-17 - 17-4 flex drill m 3.2x38 lenkbar.

Event description:
It was reported that this 78 y/o female patient's right hip was revised approximately 1 year 4 months post op. Patient's alteon ha stem was grossly loose. The surgeon was able to remove the stem by hand. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Ebi attached. Product not returning: hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of femoral stem loosening. However this cannot be confirmed and potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.